Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy. It was reported the blade shield on the 511sd did not activate after insertion. Shield did not lock forward once blade was in the abdomen. This did not affect the remainder of the procedure. There was no consequence to the pt.